Manufacturer narrative:
(B)(6) 2017 09:47 am (gmt-4:00) added by (B)(4): the product was returned with the membrane completely unfolded and blood was found on the exterior of the membrane. The one-way valve returned was in place. No blood was observed inside the iab catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. Complaint #: (B)(4). Supplement - device evaluation.

Event description:
It was reported during intra-aortic balloon (iab) catheter therapy there was a balloon rupture. There was no injury or harm to the patient.

Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) catheter therapy there was a balloon rupture. There was no injury or harm to the patient.